Manufacturer narrative:
Combination product: yes the returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation revealed that the balloon is well folded and shows no sign of inflation but dried contrast medium residue was observed in the balloon- and inflation lumen which is indicative for the application of negative pressure. Stent imprints on the exposed balloon surface further indicate that the stent was initially crimped in between the two radiopaque markers. The stent was implanted and thus not returned for analysis. The angiographic material shows two lesions at the proximal and mid-distal rca. The lesions are accessed and the pre-dilated by use of an extension catheter and a second guidewire. In the next sequence, a dislodged stent is visible at the ostial-proximal rca. The dislodged stent is dilated with a balloon. The actual complaint event (i.e. Stent dislodgement) is not visible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. Different factors may have contributed to the reported event such as e.g. The application of negative pressure and/or the utilization of a second guidewire with an extension catheter.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (stenosis degree: 90 percent) in the severely tortuous mid to distal rca. The stent dislodged inside of the patients body. The stent was found in the ostial rca and a balloon was used to deploy the dislodged stent inside of body. Another stent was used to treat the lesion.